Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and an x-ray revealed that the lead tip had pulled back. The lead was repositioned successfully and remains in use. No patient complications have been reported as a result of this event.